Event description:
It was reported when using the bd pyxis medstation system drawer failed. The customer reported that this malfunction occurred when user trying to issue medication to patient and caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not closing. The field service engineer adjusted the rear plane and tested to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.